Event description:
Damage to the pump housing and usb port was reported, which affected the customer's ability to charge the pump. There was no indication of any adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.